Event description:
During an atypical flutter ablation, following mapping of the right atrium thrombus was noted on the catheter. The catheter had been tested for irrigation during preparation and had low flow irrigation during the procedure; however, heparin was not used while mapping of the right atrium. The catheter was used for the remainder of the procedure in the left atria with the use of heparin with no adverse consequences to the patient.

Manufacturer narrative:
One advisor hd grid mapping catheter was received for evaluation. No thrombus or other visual anomalies were noted on the returned catheter. The catheter met acceptable irrigation rates during a flow test with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus could not be confirmed.